Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) was having augmentation issues, where the augmentation showed high and then slightly lower. The iabp is still being used since the customer stated that the augmentation is more consistent. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
N/a.

Manufacturer narrative:
The customer called with questions about augmentation in an axillary insertion. Customer offered her understanding of the "off label" use of the balloon. Customer says aug. Is at times higher than systole, and then it is slightly lower. They are currently using the central lumen as a pressure source and not for. She does not know why. The aline waveform is dampened and sluggish to flush. Fse advised customer to try using the fo. This provided a more crisp waveform and customer reports that the augmentation is more consistent. Customer states that this has resolved her issue and the call ended. Fse and biomed reached out to the department reporting the problem and the person who reported the problem wasn't available for interview. But the department did say that they felt the problem was catheter related. Likewise they couldn't explain why the unit was missing it's helium tank. Fse confirmed unknown - suspect a leak in the catheter or operator error - who forgot to replace the helium tank. Fse performed a complete pm and performed all functionality tests and validated calibration.